Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were performed to address the issue. The patient condition was stable before, during, and afterwards.